Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The customer reported that the ventilator produced the "relief valve cracking pressure too high" diagnostic code. The device was not being used for treatment when the reported event occurred and there was no patient involvement. Technical support advised the customer how to adjust the prv (pressure relief valve) cracking pressure per the manual. The customer followed adjusted the cracking pressure per the manual and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.